Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 40 cm musang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.